Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, difficulty ambulating, a grinding sound, slipping sensation, elevated cobalt and chromium levels and fluid accumulations around the hip.